Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. The device's internal battery needs replaced to address the issue, however no repairs will be performed as the device is scheduled to be scrapped. The device UDI was incorrectly reported in the initial submission, the correct information has been updated in box d; in this report.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. The device's internal battery needs replaced to address the issue, however no repairs will be performed as the device is scheduled to be scrapped.